Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 constant cassette not locked and alarm beeping with new information received on 01/29/2021 was not confirmed in the event log and during testing the disposable cassette was attached and passed all testing. No fault found and standard pm maintenance was completed.

Event description:
Information received a smiths medical constant cassette no locked.this event occurred during testing and date unknown. Additional information received on january 29th, 2021 revealed pump was alarming. This new information revealed event is reportable.